Manufacturer narrative:
Follow up # 1: investigation omitted in error on initial report.the pump has been returned and evaluated by product analysis on 06/17/2013 with the following findings: the pump display screen was found to be faded and discolored. The display screen was replaced with a test screen and the display returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned to animas and was investigated by product analysis on (B)(6) 2013. Investigation found that the display screen was faded and discolored. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.